Manufacturer narrative:
Lead sc-2352-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical tests performed. The complaint of high impedance was confirmed. X-ray inspection revealed a fractured cable between proximal contacts #5 and #6. There were also four fractured cables approximately 6 cm from the distal end where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables.

Event description:
A report was received that the patient underwent a lead explant procedure do to high impedances. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a lead explant procedure do to high impedances. The patient was doing well postoperatively.